Event description:
Allegedly cup and head were explanted due to mom issues. A competitor's dual mobility cup was implanted with our 28mm head. Issue and implants were collected for lawyer.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01552.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4): evidence that product in specification when used.